Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, testing using an in-house retained kit of lot 94256ui00, a review of product history, and a review of product labeling. Ticket searches determined there is normal complaint activity for the likely cause lot. Trending report review determined there are no adverse trends. Testing was performed using an in-house retain kit of lot 94256ui00 and all specifications were met, indicating the lot is preforming acceptably. No issues were identified to be associated with the customer observation. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported false decreased tsh results when processing on the architect i2000sr. Initial result for the patient was 17 mui/ml which is when the doctor increased her l-thyroxine dosage to 75mcg from 50mcg. The customer states for the initial result of 17 mui/ml, the method is unknown, but it was not abbott product. The patient was tested again on (B)(6) 2019 and the result was 2.16 mui/ml. The sample was rerun and the results were 2.18 and 5.32 (after dilution) mui/ml. On (B)(6) 2019 the patient's results were 2.76 (standard) and 6.5 (1:5 dilution) mui/ml. No impact to patient management was reported.